Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d140 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. A photo was returned for analysis. The leak was confirmed based on the blood shown in the photo. In the photo the blood was seen only on the towel that was under the return line and not on the outside of the return line itself. Thus the exact site of the leak could not be determined. The root cause of the leak in the return line could also not be determined based on the information provided. A review of the device history record found no related nonconformances and the lot had passed all lot release testing. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(6). Device not returned to manufacturer.

Event description:
The customer reported a leak in the return line after 20 ml of whole blood processed. The customer stated that no alarm occurred. The customer also reported that there was no alarm during the purging phase either. The customer aborted the treatment with no blood returned to the patient. The patient was reported to be in stable condition. The customer removed the kit and installed a new one. A photo was submitted for investigation.